Manufacturer narrative:
(B)(4). The customer reported that the device kept alarming on good rhythms. There was no reported pt involvement. Philips evaluated the device and confirmed the problem. The battery pca was replaced and all tests passed. The device was put back into service.

Event description:
The customer reported that the device kept alarming on good rhythms. There was no reported pt involvement.